Manufacturer narrative:
The product is not available for evaluation and the lot number is unknown.

Event description:
While using the handpiece with a silicon cap a piece of silicon got loose and entered the eye. The surgeon removed the fragment and changed the cap.

Manufacturer narrative:
One blue irrigation sleeve was returned in a small plastic vial. The original packaging was not returned. The part number and lot number cannot be verified. Visual inspection found the sleeve dirty with particulates and dried solutions all over it. Microscopic examination found a thin, long, sliver- like, light blue particle; curled and twisted up inside the threads of the sleeve hub. This particle was squishy, not hard and was similar in color and appearance to the sleeve material. Eds analysis indicated that the blue colored particle consists primarily of carbon and oxygen. A lesser concentration of silicon was also detected. This is consistent with organic material.